Event description:
It was reported that the patient underwent a cardiac transplantation. No further information provided.

Manufacturer narrative:
Section h3: additional information. Manufacturer's investigation conclusion: a specific cause for the reported event and a direct correlation to heartmate 3 lvas could not be conclusively established during this evaluation. The heartmate 3 lvas was returned assembled with the pump cable severed approximately 15¿ from the pump housing. The distal portion of the pump cable and the modular cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft attachment. The cuff lock had been disengaged prior to the pump being returned for evaluation. The apical cuff was not returned. Upon disassembly of the heartmate 3 lvas, examination of the pump¿s textured, blood-contacting surfaces revealed acute, post-explant blood formations within the lumen of the inflow cannula, pump outflow, and pump cover interior. The blood was unstructured and appeared consistent with undrained blood that remained stagnant in the device following the explant procedure. These depositions would not have contributed to a functional issue. Further examination revealed no evidence of any developed or adhered thrombus formations within the device. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. The heartmate 3 lvas was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a clotted right ventricular assist device which stopped functioning and was inactivated. Patient is currently admitted for right heart failure and listed for heart transplant as united network of organ sharing (unos) status 2 due to poor right ventricular function. Right heart catherization numbers ¿ right atrial pressure 17, wedge 11 and cardiac index 2. No further information was provided.